Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught fire. The patient was taken to the hospital for smoke inhalation. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.